Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that while preparing for implant, device interrogation revealed that this pacemaker had entered safety mode. This device was not implanted, and was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that while preparing for implant, device interrogation revealed that this pacemaker had entered safety mode. This device was not implanted, and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified faults which caused the device to enter safety mode. The device was taken out of safety mode with an engineering-level software tool. During subsequent monitoring and testing, the device did not re-enter safety mode, and no further faults or anomalies were noted. The most likely cause of the faults was a memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Memory review also found three errors were recorded by the device which was the reason it appropriately moved to safety mode operation. The first error was confirmed to be a low battery voltage recorded on november 23, 2021 most likely due to cold temperatures. The other two errors were due to memory issues. Detailed testing determined this device experienced some sort of memory corruption; however, the root cause could not be determined.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified faults which caused the device to enter safety mode. The device was taken out of safety mode with an engineering-level software tool. During subsequent monitoring and testing, the device did not re-enter safety mode, and no further faults or anomalies were noted. The most likely cause of the faults was a memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
It was reported that while preparing for implant, device interrogation revealed that this pacemaker had entered safety mode. This device was not implanted, and was returned for analysis. No adverse patient effects were reported.